Manufacturer narrative:
During investigation, this complaint was found to be the leading material. Investigation findings: the complained product was not available for investigation. Therefore, the investigation was based upon historical data analysis and event description. Batch history review: a lot number was not provided, even after faithful attempts. Therefore a review of the device history record was not possible. According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on patient harm, revision surgery. Conclusion/ preventive measures: based on the current information and without the product being available for investigation, a clear conclusion cannot be drawn. There is no indication for a design-, manufacturing- and/or material-related failure. In the event that the complaint sample will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with a component of enduro knee implants. According to the complaint description, post-operatively after 4 years, there was a fracture of the knee prosthesis. There had been minor trauma and breakage of the coupling (distortion of the knee joint). According to manufacturer's reporting evaluation in accordance with 21 cfr part 803, section 803.3, this event is considered reportable for the following reason - adverse event (not later than 30 days). The assessment for the reportability of this adverse event was based on the patient harm, revision surgery. Additional information was not provided nor available. Additional information was not provided nor available. The adverse event is filed under aesculap ag reference no. (B)(4). Associated medwatch reports: unknown enduro knee implant system component (aesculap ag reference no. (B)(4)). Involved components: nb013k/ enduro tibial comp.offset cemented t3 (aesculap ag reference no. (B)(4); 9610612-2025-00063). Nr293k/ femur extens.stem 6° d18x77mm cemented (aesculap ag reference no. (B)(4)) nr192k/ tibia offset stem d15x52mm cemented (aesculap ag reference no. (B)(4)) nb016k/ enduro femoral component cemented f3l (aesculap ag reference no. (B)(4))